Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a cleft located on the lateral side of a2. The first clip was implanted in the central a2/p2 region without issue. To further reduce mr, a second clip was placed on lateral side of a2/p2 next to the first clip and adjacent / medial to the cleft. However, after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was implanted more laterally in the a1/p1 region; lateral to the cleft reducing mr and stabilizing the slda clip. A total of three clips were implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy/operational context. The reported unexpected medical intervention was a result of case specific circumstances as one additional clip was implanted to stabilize the slda clip and the mitral regurgitation (mr) was reduced to grade 1+. There is no indication of a product issue with respect to manufacture, design, or labeling.